Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed anterior leaflet, thin leaflets pre-existing flail, and dilated left atrium. Two mitraclip xtw clips were implanted, reducing mr to a grade of 2. On (B)(6) 2025, 5 days post procedure, a transthoracic echocardiogram (tte) was performed and revealed that the second clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported recurrent mitral valve insufficiency/ regurgitation appears to be a cascading effect of the reported slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances as no intervention was reported. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed anterior leaflet, pre-existing flail, and dilated left atrium. Two mitraclip xtw clips were implanted, reducing mr to a grade of 2. On (B)(6) 2025, 5 days post procedure, a transthoracic echocardiogram (tte) was performed and revealed that the second clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase.